Event description:
The pt was a male, but there was no more info. The target lesion was the mid to distal left anterior descending (lad). The vessel was de novo, slightly calcified and slightly tortuous. There was 90% stenosis. It was an elective case. While delivering a 3.0x23mm cypher stent (lot 13186517) to the target lesion, the neo route guidewire (gw) lost position and started to retrieve into the stent delivery system (sds). Therefore, the physician pushed the gw to the tip of the sds without moving the sds from the original position. However, the gw became stuck and so the sds along with gw was removed. Physician found the tip of the gw had penetrated the sds around 25cm from the tip of the sds. There was no reported pt injury. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
This device (lot 13186517) is distributed outside the us; however it is similar to the us product. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.